Event description:
Revision surgery due to loosening of the cemented tibial tray 24 months post op, the patient fell onto his knee during a bus ride. It was reported that the tibia was found not to be integrated into cement.

Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 3 right: code 02.07.1203r / lot 102460 (36 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty-five items belonging to this lot have been already implanted and no similar incidents have been reported. Medacta requested the analysis of the x-rays to an expert consultant: he saw that there was extremely few cement at the tibia while the thickness of cement should be around 2 mm. On the basis of the data collected, a device involvement in the event occurred is highly unlikely, but can be likely due to a wrong technique of cementation.